Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 27930929/27930929.

Event description:
It was reported that the patient was getting left rib stimulation due to patients leads migrated. The leads and anchors were replaced with a paddle lead. The explanted devices were not returned to bsn as they were kept by the medical facility.